Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was not duplicated or confirmed. The pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were fully responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Unrelated to the initial complaint, there was evidence of moisture behind the display lens.